Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient had nothing but trouble and the pump had not worked since she got it put in on (B)(6) 2015. The patient went through withdrawal four times [see manufacturer report #3007566237-2015-01572 for two of the withdrawal episodes]. The patient was unsure of the dates, but the third and fourth withdrawals occurred within the last 2 months. It was also reported that the pump had been "moving/floating" and she was not getting pain medication. It was noted that it was "just kind of hit or miss," she had suffered horribly, and was not sleeping because of the pain. It was also noted that the patient had to go to the emergency room (ER) because her blood pressure was "way up" from the pain because the pump was loose. Further it was noted that the pump stuck "way out" and there was bruising on the stomach. The patient was afraid she would have a stroke from her high blood pressure. The patient met with her managing healthcare provider (hcp) about the reported problems. The patient was told she would need to have another surgery to get the pump "tied down" urgently and the hcp would get right on it, however the patient had not heard from the hcp since. They had set the patient up with a surgeon, however the surgeon was booked out for 2 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.